Manufacturer narrative:
The complaint investigation for falsely positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified a slight increase in complaint activity for lot 65732ud02, however, no increase in complaint activity was identified for list number 07k78. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. The overall performance of architect total b-hcg reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable to the historical reagent lot performance, the review of applicable field data suggests that the performance is acceptable. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 65732ud02 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect total -hcg results generated on the architect (B)(6) processing module for a 19-year-old female. (Customer provided reference range: <5 miu/ml). Initial result = 57.24 miu/ml, repeat result = <1.2miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect total -hcg results generated on the architect i2000sr processing module for a 19-year-old female. (Customer provided reference range: <5 miu/ml) initial result = 57.24 miu/ml, repeat result = <1.2miu/ml. No impact to patient management was reported.